Event description:
The patient received an scs system which included two percutaneous leads from the same lot. It was reported the patient was no longer receiving adequate stimulation. Diagnostic testing identified only 5 contacts were valid. A st. Jude medical representative was able to program around the invalid contacts resulting in effective stimulation for the patient. Follow up information revealed the physician has elected to replace the patient's percutaneous leads with a surgical lead. Surgical intervention will be undertaken at a later date to resolve the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.